Event description:
Consumer stated he broke his tooth using the crayola twisted flossers. He stated while using it, the floss got wedged between his teeth and while trying to remove the floss, it broke and chipped his tooth.